Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The das control board (dcb), cable, and anesthesia control board (acb) were replaced to correct the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The customer reported that during pre-use check out, they observed an error indicating a malfunction which may result in the inability to initiate mechanical ventilation. There was no report of patient involvement.